Manufacturer narrative:
(B)(4): lens was thrown away. Device code: no product malfunction. Conclusion: based on the complaint history, the root cause of the event has been determined to be due to a pt related condition and was not lens related. (B)(4)

Event description:
The reporter stated the surgeon inserted a (B)(4) silicone single piece lens. The lens would not stay in place. The capsular bag had a hole. The surgeon decided to remove the lens and implant a three piece lens instead. The lens was cut out of the eye. The incision was enlarged and a suture was used to close the wound. The lens was thrown away. Reporter stated there was no product malfunction, it was pt related.